Event description:
Customer reported that she detected bleeding at sensor insertion site while being at work. Customer stated that the sensor is inserted in the abdomen and tissue was moderately healthy upon sensor removal. She also noticed she had a bump with black and blue tone. She stated that sometimes she would insert at her thigh. Customer was advised to reach her doctor for best practices for alternative locations. Blood glucose 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.